Event description:
Physician reported "calcification / liponecrosis in uce of right breast. MRI has been carried out. Device has been explanted.

Manufacturer narrative:
Adverse event problem- health effect impact code: f1905. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported "calcification / liponecrosis in uce of right breast. MRI has been carried out. Device has been explanted.

Manufacturer narrative:
Clarification to h.6: rupture was never reported. Disregard e2107, a0412. Visual analysis of the photographs identified: ¿ calcification: observed on the device. ¿ necrosis: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Clarification to reason for reoperation: ¿liponecrosis¿.

Event description:
The device is not PMA approved.

Manufacturer narrative:
The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: necrosis.

Event description:
Physician reported "calcification / liponecrosis in uce of right breast. MRI has been carried out. Device has been explanted.